Event description:
The customer called in on (B)(6) 2013 reporting that 5c controls suddenly dropped out of specifications on the coulter hmx hematology analyzer with autoloader. When customer contact was first made on (B)(6) 2013, the dilution issue was identified as only occurring with controls and the initial information provided to the field service engineer (fse) was that no patient results were impacted, therefore no effect to patient treatment was reported in relation to this event. This MDR is to report the quality control (qc) issue occurred on (B)(6) 2013. An MDR 1061932-2013-01551 is being submitted for the event occurred on (B)(6) 2013, affecting patient results, at this customer site.

Manufacturer narrative:
Per customer technical service (cts), prior to calling the hotline, the customer had already flushed, bleached, drained and vented and saw no obvious problems. The cts had the customer perform a system test and all parameters passed with no issues. Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013 to evaluate the instrument. The fse verified that the analyzer was recovering low on controls several days after pm (preventative maintenance). The fse ran reproducibility procedures and found that the results were steadily decreasing. Upon further investigation, the fse determined that samples were not getting vented and the unit was diluting the samples with diluent. The fse left on (B)(4) 2013 asking the customer to monitor the instrument after finding the vent line was getting pinched on the pump module and additional service was needed. The fse returned to the customer's laboratory on (B)(4) 2013 to complete the service. The fse stated that the pinched went line was corrected. Per the fse, a set of worn solenoids 30-25, associated with vent/primary aspiration pathway on the pump module, was also replaced on a return visit. Following the parts replacement, the fse ran several reproducibility procedures, controls, and patient samples with no other issues identified. Per conversation with the fse on (B)(4) 2013, the instrument was operational with no further issues. Failure mode was attributed to the pinched vent line. Additionally, worn set of solenoids on the pump module was addressed by the fse. (B)(4).